Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the inflow tubing fms vue device pump fluid consistently stagnated. Although the pump appeared to be functioning, it did not actually pump fluid into the joint. After setting up the inflow tubing, the pump sprayed water everywhere. Upon opening the inflow hatch, it was discovered that the tubing had a hole in it and the plastic had sheered away. After replacing the tubing, another issue arose. There were no delays to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary the product has not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. ¿ visual inspection of the returned photo found part of the tubbing visible, the tube had a slit. No other anomalies could be observed. The overall complaint was confirmed as the observed condition of the inflow tubing fms vue 24pk would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during the system set up. As per instructions for use (IFU), to avoid damage to the tubing make sure that tubing is centered on the groove of the pump. When installing tubing, make sure tubing is not kinked or collapsed. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: b5: during subsequent follow-up with the reporter additional information was obtained. The reporter explained that the pump had previously leaked water on the inflow side, but it was unclear if this was the same problem caused by a hole in the tubing. They mentioned that they recommended replacing the tubing, which resolved the issue. The stagnation of fluid had been occurring for some time; the stop button was pressed, and the problem recurred when it happened. The outflow tubing was also inspected to ensure proper fitment, and it was confirmed to be correctly installed.